Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) - the device was manufactured october 04, 2013 - october 05, 2013.the device was received for evaluation. Visual inspection revealed a black mark on the reservoir of the device. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black mark on the reservoir of a small volume intermate. This was observed after compounding with an unspecified amount of vancomycin. There was no patient involvement. No additional information is available.